Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6) old, female, underwent a wolff parkinson white procedure with two smart touch bidirectional catheters and suffered a cardiac tamponade, which required pericardiocentesis. In addition, a magnetic sensor error populated early in this case. The returned device was visually inspected upon receipt and reddish material was found at the pebax area. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax external surface presented evidence of damage induced by a sharp object which is an MDR reportable finding. An internal corrective action was created to address pebax damage. The catheter was evaluated for screening test and force calibration check and the catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. The force sensor values were found within specifications. The catheter was then tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter failed. Afterwards, the catheter was dissected and the puller wire was found detached from ferrule inside the handle, causing the deflection issue. An internal corrective action was created to address this issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a magnetic sensor error cannot be confirmed. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)), smartablate generator (model# m-4900-07 serial# (B)(4)), smartablate pump (model# m-4900-08 serial# (B)(4)), acunav catheter (model# unknown lot# e117819). (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent a wolff parkinson white procedure with two smart touch bidirectional catheters and suffered a cardiac tamponade, which required pericardiocentesis. During the event a non MDR reportable magnetic sensor error and force error occurred. There was a sensor error on the first smart touch catheter so it was replaced and the procedure was continued. The second smart touch catheter had a force issue. After the procedure, a pericardial effusion was noticed 20 to 30 minutes post ablation as the patient's blood pressure dropped and the patient became cathartic. The pericardial effusion was confirmed by echocardiogram. A pericardiocentesis was performed and 800ml of fluid was removed. The patient did require an extended hospitalization stay for observation. The patient has since fully recovered. Settings during the event include: power settings 30-35 watts / temperature cut off 50 degrees / impedance max cut off 250 ohms / impedance min cut off 50 ohms / irrigation flow setting 17-30ml / st. Jude sl1 sheath was used. The patient received anticoagulation during the procedure and it was maintained between 280 - 350s. A transseptal puncture was performed with a st. Jude, brk baylis needle. The overall time for ablation at the site of injury was approximately 1-2 minutes in the extended area. The physician's opinion on the cause of the adverse event is that ablation was being performed in a difficult location while inaccurate force sensor issues occurred. Additionally, the physician performed extensive ablation throughout the atrium, and gave the patient heparin, all of which may have contributed to this event. Since two ablation catheters were used during this case, as one was replaced during sensor troubleshooting, this event is being reported under both units.